Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, the atrial lead exhibited noise. The atrial lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found no anomalies. Electrical testing found no shorts or conductor